Manufacturer narrative:
Results: the penumbra system ace 64 reperfusion catheter (ace 64) was kinked and ovalized approximately 38.0, 54.0, 56.0 and 121.0 cm from the hub. Conclusions: evaluation of the returned device revealed it was kinked and ovalized in multiple locations along the catheter shaft. This type of damage typically occurs due to improper handling during preparation for use. If the ace 64 is forcefully withdrawn from the packaging shell before the tubing tray is removed, damage such as this may occur. There were no kinks observed near the hub of the catheter, as reported in the initial complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the hospital staff noticed that the penumbra system ace 64 reperfusion catheter (ace 64) was kinked at the hub upon removal from its dispenser hoop. The kinked ace 64 was found prior to use and therefore, was not used for the procedure. The procedure was completed using a new ace 64.